Event description:
Attune spacer block was cracked leaving shims unable to be attached. No surgical delay. No adverse affects on patient.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). MFR# 1818910-2022-05823 is being retracted since it was found to be a duplicate of mrf# 1818910-2022-05467. MFR# 1818910-2022-05467 will be kept for investigation purposes.